Event description:
A us distributor contacted zoll to report that a pt passed away on (B)(6) 2015. Prior to passing, the pt received a defibrillation shock. The lifevest detected an arrhythmia at 13:31:16. The pt's ECG strips show asystole with intermittent cardiac activity. The defibrillation pulse was delivered at 13:32:36. Oversensing of small artifact contributed to the false detection. The pt was reported to be unconscious at a skilled nursing facility at the time of treatment. The pt was taken to the hosp. The response buttons were not pressed during the entire event. The pt passed away that day.

Manufacturer narrative:
Device eval of monitor sn (B)(4) is complete. As received, the monitor was fully functional and able to detect and treat a pt. Electrode belt sn (B)(4) has not yet been returned to the manufacturer. Device eval of the belt was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - 07/2013 (reuse); electrode belt sn (B)(4) - 03/2014 (reuse).